Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As initially reported from a study, approximately 8 years 11 months post implant of a 29mm sapien xt valve, the patient presents with acute decompensated heart failure with preserved ejection fraction with volume overload and dyspnea. The clinical site assessed this event as possibly device related. Additional information was received via medical records. Per medical records review, approximately 8 years 11 months post implant of a 29mm sapien xt valve, the patient's valve presents with severe aortic stenosis. The patient was admitted to the hospital for volume overload, shortness of breath, and significant worsening of lower extremity edema. Per the field clinical specialist (fcs), the patient had a computed tomography (CT) scan performed and results stated there was severe calcification of the valve leaflets with restricted opening. The patient is being evaluated for a valve in valve (vinv) procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following statement made under section h10 (provide narrative/data) on the supplemental MDR follow up #1 that was submitted is being corrected: 'as reported, a valve-in-valve procedure was performed due to valve degeneration after approximately 8 years 11 months of implantation.' The patient had not undergone the procedure at the time of the event. Additional information was received confirming the patient underwent the valve in valve procedure with a 29mm sapien 3 valve approximately 9 years 2 months post implant of a 29mm sapien xt valve. The procedure was a success with no issues.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing or dimensional analysis could be performed. Medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of a device malfunction contributing to the reported event. Therefore, the risk management file found no further action is needed. The event for valve calcification was confirmed by review of the medical records. There was no allegation or indication of a device malfunction that contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As reported, a valve-in-valve procedure was performed due to valve degeneration after approximately 8 years 11 months of implantation. In this case, the patient had hyperlipidemia and hypercholesterolemia which are well-known factors that may increase the risk of valve calcification. In this case, available information suggests that the patient's co-morbidities (hyperlipidemia, hypercholesterolemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.